Event description:
The customer reported that pacing therapy was interrupted due to the loss of leads ECG. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported that pacing therapy was interrupted due to the loss of leads ECG. No adverse patient impact was reported. In 2008, the unit was evaluated at philips. The symptom was duplicated. Replacing the leads ECG connector resolved the issue. Note that ECG can still be acquired via pads/paddles. Defibrillation and fixed pacing are both possible when only pads/paddles ECG is available. We are considering this a malfunction of the leads ECG connector.